Manufacturer narrative:
Reporter is company representative investigation summary visual inspection: the device was received and inspected. It was noticed that the device's distal tip was broken off. The complaint is confirmed. The broken piece was not returned. Dimension inspection: it was not performed due to post manufacturing damage and broken piece was not returned. Conclusion: the complaint is confirmed. It is possible that the device encountered unintended forces (during usage or handling at the time of surgery). During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part # 357.403, synthes lot # u333012, supplier lot # u333012, release to warehouse date: 15 nov 2019, supplier: orchid unique, no ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on february 27, 2020, the patient underwent an unknown procedure. During reaming at the right femur to collect bone graft, the reamer head broke. The reamer head was removed with a guide wire but there were some fragments retained in the femur. There was an attempt to suction out the fragments but that failed. The guide wire was bent in an extreme curve to preferentially ream and collect ria graft from distal femur. The surgeon forced the ria reamer down over the bend of the wire and broke the reamer head. Fragments of the reamer head were left in the femur. The reamer head was removed via the ball tip guide wire. During opening the entry hole, the tip of a stepped cannulated drill bit broke. It is unknown if there was a surgical delay. The procedure was successfully completed. The patient's status is unknown. Concomitant device reported: guide wire (part# 351.706s, lot# unknown, quantity# 1). This is report 1 of 2 for (B)(4).